Event description:
It was reported that following a refill, the patient experienced a return of symptoms including withdrawal, hypertonia, pruritus, increased pain and diaphoresis. The patient did not have the response to the medication that they typically did. The drug and programming were verified as correct. The hcp planned to continue to increase the dose to try and acquire the desire response. Per the reporter, 500 mcg/ml worked but changing to 2000 mcg/ml precipitated withdrawal symptoms, probably because volume of boluses was reduced by 75%. The dose was noted as 350 mcg in 5 boluses per day. Per the reporter, the patient did not respond to itb (intrathecal baclofen) at simple continuous when infusion first started after implant. The patient required flex with bolus mode to get response. Dose adjustments were performed (B) (6) 2010 - (B) (6) 2010 several times with no response. The drug concentration was changed back to 500 mcg/ml on (B) (6) 2010 and symptoms resolved. The cause of the event was still unclear, possible micro-hole in catheter. Per the reporter, they were not sure if the catheter would be removed or repaired. The patient outcome was recovered without sequelae.

Manufacturer narrative:
(B) (4): pharmaceutical drug evaluation revealed baclofen 1870 mcg/ml.